Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, time clock anomaly and frozen display. The customer¿s blood glucose level was 80 mg/dl. The customer reported that the buttons were not responding. The customer reported that the time clock was delayed by 18 minutes. It was reported that they had blank display and troubleshooting was performed and display was returned. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No blank dot on the screen or blank display noted. All buttons functioning properly. No damage in the keypad assembly noted. No frozen display noted. Time/clock is functioning properly.